Event description:
Medical records show pt had surgical release of her right capsular scar on 10/22/1981. Physician's note states pt was hospitalized in 1981 for a 2 1/2 month period and diagnosed with apparent osteomyelitis. Physician felt the osteomyelitis was due to the drainage of purulent material from the areolar component of the right breast three weeks prior to his diagnosis. Pt then developed baker ii-iii in the left breast with a "double bubble" effect. Operative report states pt had a history of polyarthralgias, myalgias and a diffuse rash about the left breast. Upon removal, the right implant appeared to be intact and its shell normal. The left implant had significant bleed but was removed intact. Pt alleges having bone problems, joint pain, chronic depression and anxiety.